Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy. According to the complainant, during the procedure, the snare was unable to deliver current. It was reported that there was more bleeding than usual because the snare failed to cauterize the tissue. There were no reported complication due to the increased bleeding. The procedure was completed with another sensation small oval snare. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of current failure. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.